Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The pk-cf0533 pk cutting forcep (lot#pw305618) was returned for evaluation the device was received with the jaws opened, lock off. A visual inspection indicates that there was no foreign material on the jaws. The jaw symmetry was balanced, no visual damage noted. The first point of contact for the jaws is at the tip of the jaw; this is consistent with standard. The jaw aperture measurement was taken inside the first teeth of the jaw, measured at 0.337, (standard is .300¿ +/- .100¿). The jaw mesh is normal. The insulation of the jaw legs was inspected and found no abnormalities. The flare is normal and smooth. The blade has foreign material. The lock function is normal and the shaft has no signs of damage noted. The device was plugged into the test generator; the generator displayed 100; this is the correct default settings. The blue activation switch was checked and the button is functional. The rotation of the shaft is normal. The device was tested using saline and activated; observed energy flowing normal. Based on the investigation, the user¿s complaint was not confirmed as the device operates normal with no signs of abnormalities.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received and to correct section h2 of previous supplemental medwatch # 24434 . Please see the updates in sections: g4, g7, h2 and h10. The package-level (pk-cf0533 pw305619) and device-level (p6000196-001 pw305618) dhrs for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. A total of 245 units were produced under this lot number with no associated ncrs, reported scrap or recorded process deviations relating to the reported failure. The lot was built under pilot work orders pwo-305618 and pwo-305619. This lot was an at risk human use build for device assembly as the jaw components were being held in containment.

Manufacturer narrative:
The device was not returned for evaluation as it was retained by the user facility. The cause of the reported device cannot be determined. If additional information is received or the device is returned at a later date this complaint will be supplemented accordingly.

Event description:
The service center was informed that during a laparoscopic salpingectomy procedure, the pk device ratchet would not work. There was no patient injury reported. No further information was provided.